Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving fentanyl with concentration 4000 mcg/ml at a dose rate of 1843.2 mcg/day via an implantable pump for non-malignant pain and chronic low back pain. It was initially reported that the company representative was in the operating room in the middle of a catheter revision case on (B)(6) 2016. It was unknown if the catheter event had been confirmed. Product compatibility information was requested. No patient symptoms were reported. No further information was provided. On 2016-04-20 a company representative reported that the issue that led to the catheter revision was first discovered in the operating room on (B)(6) 2016; the event occurred intraoperatively. The physician was detaching the catheter connector on the pump segment of catheter from the pump, and the catheter connecter disconnected from the catheter. At that point the pump segment of the catheter was revised. The cause of the catheter issue that led to the revision was not determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.